Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1922ps suture anchor, pushlock® 4.5 x 24 mm serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the eyelet and the screw are no longer attached to the shaft¿s tip, most likely due to breakage. The evaluation of the driver and driver handle found not issues. Functional testing was performed by moving the inner shaft to check for resistance and not problem was found. The most likely cause of the reported failure is user error, specifically improper bone preparation, misalignment of the insertion and/or applying excessive force on the device during use. Directions for use direction for use. Dfu-0087. Corkscrew®, pushlock®, and swivelock® suture anchors. Precautions: 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body.

Manufacturer narrative:
Correction: d2a.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4th december 2024, it was reported by an arthrex employee via email that an ar-1922ps, suture anchor, pushlock® 4.5 x 24 mm, anchor broke during insertion. This was detected during a left shoulder arthroscopic cleanup, acromioplasty, rotator cuff repair surgery on (B)(6) 2024. Ar-1927pb and ar-2324ptb was used to prepare bone socket. The anchor broke during insertion and the fragments were not removed from the patient. Procedure was completed successfully with no patient harm and no secondary procedure needed by using another new ar-1922ps.